Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the device failed to cross the lesion. The stent could not be advanced across the lesion due to severe stenosis. The lesion being treated was mildly tortuous, moderately calcified with 90% stenosis in the mid left main (lm) coronary artery. The device was inspected prior to use with no issues noted. The lesion was pre-dilated prior to the procedure. The device was not advanced through a previously deployed stent. No resistance was encountered while advancing the device. No excessive force was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with positioning specification, however due to mid and distal stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the mid and distal stent wraps with struts raised. A guidewire was backloaded through the tip of the device, and advanced proximally through the guidewire entry port with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.